Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Final report date: (B)(6) 2023. Title of clinical study: cook duette multi-band mucosectomy devices study device name: duette multi-band mucosectomy device (dt-) global clinical number: MDR-2056. As reported to customer relations via pmcf study / literature complaint form "this study was a retrospective, single-arm study of patients treated with duette® multi-band mucosectomy devices using study data extracted from existing databases established within healthcare institutions or clinical data repositories in the united states. Almost all procedures were performed by a gastroenterologist and were for an endoscopic mucosal resection (emr). As reported in table 3.5-1, the majority of the device use was evenly distributed among dt-6-xl and dt-6-5f rpns (51.6% and 45.2%, respectively). The dt-6 was used in 1.3% (2/155) patients. Patient ID: (B)(6), location: colon incomplete resection: three quarters removed with duette® ¿ remainder couldn¿t be removed with a snare. This file will also capture the off-label usage of duette device used in the colon. No adverse effects reported.

Manufacturer narrative:
Device evaluation the duette device of lot number unknown involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. This file will capture the off-label usage of duette device in colorectal area and also capture the incomplete resection where three quarters removed with duette device ¿ remainder couldn¿t be removed with a snare. Lab evaluation n/a document review as the lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all duette devices are subject to visual a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that the instructions for use states the following: ¿this device is for endoscopic mucosal resection in the upper gi tract.¿. There is evidence to suggest the user did not follow the IFU. Image review n/a root cause review a definitive root cause can be attributed to the off-label use of the device, when the device is used outside of its validated state it is not possible to definitively state how the device will perform , the use of the device in the colorectal area is against the intended use for this device. As per the information reported the patient had an incomplete resection where three quarters removed with duette device and the remainder couldn¿t be removed with a snare. Summary the complaint is confirmed based on customer testimony. According to the pmcf study , no adverse effects reported complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up MDR report is being submitted due to the completion of the investigation on 18-apr-2023 and an update to the investigation conclusions.